Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 212 mg/dl at the time of incident and the current blood glucose level was unable to read but it approximately above 500 mg/dl. Customer stated that the sugar was high at the last night and the blood glucose level was 300 mg/dl. Customer taught if he was eating and the bolus in the morning like that day the blood glucose was over 40 mg/dl which is not normal for the patient. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer states the cannula was not bent. Customer use the insulin pump in the suspended mode. Customer stated that this happened third time and luckily the patient was not goes in the diabetic ketoacidosis. The insulin pump will not be returned for analysis.